Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and tvt-o was implanted. It was reported that following insertion patient experienced pain and erosion and infection. It was reported that patient underwent revision of mesh on (B)(6) 2015 by dr. (B)(6) at medical (B)(6). No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.